Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Gription revision cup is to be revised, as the cup has moved and the peripheral screw has snapped. Due to be revised next (B)(6) 2014, at (B)(6).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices cannot confirm the reported cup migration or screw fracture. No patient x-rays were provided. The reported fractured screw was not returned for examination. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.